Event description:
It was reported to covidien on 11/04/2009 that a customer had an issue with a sharps container. The customer reported that the syringes are not falling freely in the container, and as a result, the nurses have to lift up the lid to put the needles into the container. While doing this, a nurse was scraped by one of the contaminated needles.

Manufacturer narrative:
(B) (4). An investigation is currently underway; upon completion, the results will be forwarded.